Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prepare cartridge notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset before contacting tandem technical support in order to clear the notification, and resume insulin therapy. There was no impact to the customer's blood glucose.